Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 2, caesarean section and multigravida. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 235 days after essure insertion, she experienced abdominal distension ("abdominal distension"), dyspepsia ("dyspepsia") and indigestion ("indigestion"). On (B)(6) 2015 she experienced back pain ("mechanical low back pain"). On (B)(6) 2016 she experienced loss of consciousness ("episode of loss of consciousness") and syncope vasovagal ("the diagnostic hypothesis was vasovagal syncope"). On (B)(6) 2016 she experienced fall ("two events of falls without previous dizziness"). On (B)(6) 2016 she experienced pain in extremity ("claimant was treated for pain in the soles of her feet") and tendonitis ("tendonitis in both arms"). On (B)(6) 2016 she experienced abdominal pain upper ("epigastric pain"). Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), food intolerance ("food intolerances"), colic ("colic"), nausea ("nausea"), diarrhoea ("diarrhoea"), muscle contracture ("tenderness in her spine suggesting muscle contraction."), uterine cervical pain ("she was treated for cervical pain"), gait disturbance ("feeling of unsteadiness while walking, without nausea or"), fainting ("two fainting spells"), conjunctivitis ("rhinoconjunctivitis"), asthma ("asthma"), pruritus ("itching"), vaginal discharge ("foul-smelling discharge with a sensation of swelling."), flank pain ("pain in the left lumbar fossa") and menstruation irregular ("she reported irregular menstrual cycles"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, abdominal pain, food intolerance, colic, nausea, diarrhoea, abdominal distension, dyspepsia, indigestion, muscle contracture, uterine cervical pain, gait disturbance, back pain, loss of consciousness, syncope vasovagal, fall, pain in extremity, tendonitis, abdominal pain upper, fainting, conjunctivitis, asthma, pruritus, vaginal discharge and menstruation irregular were unknown. The reporter considered abdominal distension, abdominal pain, colic, abdominal pain upper, asthma, back pain, conjunctivitis, diarrhoea, dyspepsia, indigestion, fall, flank pain, food intolerance, gait disturbance, loss of consciousness, menstruation irregular, muscle contracture, nausea, pain in extremity, pelvic pain, pruritus, syncope vasovagal, fainting, tendonitis, uterine cervical pain and vaginal discharge to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: essure device was not inside the right tube. It was also noted that said tube showed no relevant macroscopic alterations, while the left tube, which did contain the left intratubal device, had a simple cyst. [X-ray] on (B)(6) 2018: no signs of intestinal obstruction. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 2, caesarean section and multigravida. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 235 days after essure insertion, she experienced abdominal distension ("abdominal distension"), dyspepsia ("dyspepsia") and indigestion ("indigestion"). On (B)(6) 2015 she experienced back pain ("mechanical low back pain"). On (B)(6) 2016 she experienced loss of consciousness ("episode of loss of consciousness") and syncope vasovagal ("the diagnostic hypothesis was vasovagal syncope"). On (B)(6) 2016 she experienced fall ("two events of falls without previous dizziness"). On (B)(6) 2016 she experienced pain in extremity ("claimant was treated for pain in the soles of her feet") and tendonitis ("tendonitis in both arms"). On (B)(6) 2016 she experienced abdominal pain upper ("epigastric pain"). Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), food intolerance ("food intolerances"), colic ("colic"), nausea ("nausea"), diarrhoea ("diarrhoea"), muscle contracture ("tenderness in her spine suggesting muscle contraction."), uterine cervical pain ("she was treated for cervical pain"), gait disturbance ("feeling of unsteadiness while walking, without nausea or"), fainting ("two fainting spells"), conjunctivitis ("rhinoconjunctivitis"), asthma ("asthma"), pruritus ("itching"), vaginal discharge ("foul-smelling discharge with a sensation of swelling."), flank pain ("pain in the left lumbar fossa") and menstruation irregular ("she reported irregula mensstrual cycles"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, abdominal pain, food intolerance, colic, nausea, diarrhoea, abdominal distension, dyspepsia, indigestion, muscle contracture, uterine cervical pain, gait disturbance, back pain, loss of consciousness, syncope vasovagal, fall, pain in extremity, tendonitis, abdominal pain upper, fainting, conjunctivitis, asthma, pruritus, vaginal discharge and menstruation irregular were unknown. The reporter considered abdominal distension, abdominal pain, colic, abdominal pain upper, asthma, back pain, conjunctivitis, diarrhoea, dyspepsia, indigestion, fall, flank pain, food intolerance, gait disturbance, loss of consciousness, menstruation irregular, muscle contracture, nausea, pain in extremity, pelvic pain, pruritus, syncope vasovagal, fainting, tendonitis, uterine cervical pain and vaginal discharge to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: essure device was not inside the right tube. It was also noted that said tube showed no relevant macroscopic alterations, while the left tube, which did contain the left intratubal device, had a simple cyst. [X-ray] on (B)(6) 2018: no signs of intestinal obstruction based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.